Event description:
The system gives a filament regulator error during operation. After pressing a key, the system continues working.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep performed a filament calibration as per service manual. The unit is functional and operates as intended. Error code displayed.